Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual inspection and functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images and medical records were not provided. The investigation was inconclusive for filter limb detachment and migration. Based upon the available information, the definitive root cause wa unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters; movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters; filter fractures are a known complication of vena cava filters. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eight years post deployment of a vena cava filter, the filter was alleged to have migrated (direction and distance were unknown) and had a limb detach. There was no reported patient injury. No further information was provided.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six years one month of post deployment, a computerized tomography scan was revealed that multiples tines of the inferior vena cava filter extend outside the contour of the inferior vena cava. One appeared to extend into the abdominal aorta. Several extend to the right psoas muscle. In addition, one extended into the duodenal wall. Overall, the appearance was unchanged when compared to the prior studies. Around, one year eleven months later, the patient presented with abdominal pain and a computerized tomography-abdomen/pelvis was revealed that there was a filter within the inferior vena cava, the tip of which was located at the level of the renal veins. The filter was tilted in its orientation. It appears that multiple struts protruded beyond the wall of the inferior vena cava. There were several struts near the transverse duodenum and erosion or penetration into the duodenum cannot be excluded. However, there was no free or extra luminal air and there was no bowel wall thickening. In addition, there was a strut which appeared to protrude through the right lateral wall of the abdominal aorta, penetrating the aorta. However, no troperitoneal hematoma was identified. Additional struts course both anterior and posterior to the aorta. Some of the struts also protruded into the right psoas muscle (series 3, image 32 through 370). There was a linear metallic density fragment located more inferiorly and laterally within the right psoas muscle which likely represents a segment of a fractured strut. The tip of the filter also appeared to be outside of the confines of the inferior vena cava lumen; however, it could just be tenting the wall of the inferior vena cava. Therefore, the investigation is confirmed filter tilt, perforation of the inferior vena cava and filter limb detachment. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. Movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. H10: b5, d4(expiry date: 12/2010), g3, g4, h6(device: 4001).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately eight years post deployment of a vena cava filter, it was alleged that the filter migrated (direction and distance were unknown), tilted, struts detached, perforated and embedded in wall of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The detached strut located within right psoas muscle. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for filter limb detachment and migration. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - filter fractures are a known complication of vena cava filters. - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter fractures are a known complication of vena cava filters. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately eight years post deployment of a vena cava filter, the filter was alleged to have migrated (direction and distance were unknown) and had a limb detach. There was no reported patient injury. No further information was provided.

Manufacturer narrative:
No device, no medical records, and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eight years post deployment of a vena cava filter, the filter was alleged to have migrated (direction and distance were unknown) and had a limb detach. There was no reported patient injury. No further information was provided.